Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose (bg) level was 697 mg/dl and they experienced a "kidney injury". Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, and "nausea medication". Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.